Event description:
Customer reported an interlock failure message. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a blown fuse in the 24v power supply. System operates as intended. This MDR is related to ge healthcare complaint number.